Event description:
It was reported that a malfunction occurred on a pump, which had previously hit a bathroom door about a month ago. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information on resetting the pump and assisted with the process. The customer was advised to continue using the pump and to contact support if the malfunction recurs. No additional issues were reported after the reset.